Manufacturer narrative:
Taper ii. Med watch sent to FDA on 04/12/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage appears to have been caused by a sharp instrument. Analysis of the device did not note any leakage from the port. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as a leak. "The band was not holding fluid, a port leak."